Event description:
Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Event description:
Patients father reported right side implant exchange with no complaint against the device. Physician later rupture and exchange.device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Patients father reported right side implant exchange with no complaint against the device. Healthcare professional later rupture and exchange healthcare professional later reported capsular contracture baker grade unknown. The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: not observed. As per the investigation procedure crease deformation was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: d9, h3, h6.

Event description:
Patients father reported right side implant exchange with no complaint against the device. Healthcare professional later rupture and exchange. Healthcare professional later reported capsular contracture baker grade unknown. The device has been explanted.